Event description:
Boston scientific received information that during a device change out, the right ventricular (rv) lead was going to be extracted due to the lead was not working. Further information from the field representative indicated that the portion of the lead from the pocket to the abdomen was removed and an attempt to get a locking stylet down the lead was unsuccessful, so the remaining lead was cut and capped. The lead was no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.